Event description:
Philips received a complaint on the v60 ventilator indicating that the device unexpectedly shutdown. In a good faith effort (gfe) response from the customer, it was clarified that the device had been being prepped for use at the time of the event, but had not been connected to the patient. There was no allegation of patient harm or a delay in therapy resulting from the device use. The device is considered to have been outside of use at the time of the reported problem. The customer stated that the device was powered on briefly and then shutdown. A different ventilator was used for treatment. At the bench service center, the bench repair engineer (bse) let the device run for two days in an attempt to duplicate the issue. The bse observed no unexpected shutdown, but upon reviewing the device's diagnostic report (drpt), observed that there was a low internal battery warning logged. The bse suspected that the device shutdown alleged by the customer was caused by a low/depleted internal battery. The bse stated that the customer agreed to have the device returned without further service being required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. In a good faith effort (gfe) response from the customer received on 24jun2025, it was clarified that the device had been being prepped for use at the time of the event, but had not been connected to the patient. There was no allegation of patient harm or a delay in therapy resulting from the device use. The device is considered to have been outside of use at the time of the reported problem.